Manufacturer narrative:
\Patient weight not provided. The field service engineer (fse) was at the customer site on (B)(4) 2016. The fse noticed the rinse pump was the root cause of the failure. He then replaced the rinse pump and was able to resolve the issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported false negative patient results on bilirubin and protein on their ichem velocity urine chemistry instrument. The customer reported they ran the same sample ten times and it mis-reported the same erroneous results two of the ten runs and correctly eight times. Erroneous patient results were generated but there was no change or effect to patient treatment in connection to the event. The erroneous results were identified and corrected.